Event description:
It was reported that the patient¿s personal therapy manager (ptm) displayed an ¿8474¿ error code, indicating that a pump reset had o occurred. Patient information, drug information, the cause of the event, patient symptoms, troubleshooting/diagnostics, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# unknown, product type: programmer, patient; product ID neu_ unknown_cath, serial# unknown, product type: catheter. (B)(4).